Manufacturer narrative:
Device information and implant date is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. To address the issue, the physician implanted two new leads on (B)(6) 2018, and left the original paddle lead in place. Postoperatively, effective therapy was achieved.